Event description:
It was reported that the patient's device sustained a power on reset (por). It was also reported that the device's parameters were consistent with the pre-reset parameters. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: (B)(4). The device was not returned for analysis. However, performance data collected from the device was received and analyzed and analysis of the device memory indicated power-on reset parameters were present. There was one por for critical ram parity error on (B)(6) 2013 and one patient alert for device circuit error on (B)(6) 2013. (B)(4).